Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer 3.2 was not detected in the bus. A field service engineer (fse) opened and cleaned the back of the drawer. Fse cleaned the retractor bands and closed the drawer and booted the station into admin mode. Fse found that the drawer was not showing in hardware test application. Fse shut down the station and replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.